Manufacturer narrative:
Since the lead will not be returned, boston scientific crm is unable to confirm the clinical observations.

Event description:
Boston scientific crm received information that this atrial lead was exhibiting high impedances and threshold measurements. Fluoroscopy revealed the lead was fractured. The physician believed this damage was due to clavicular crush. The lead was surgically abandoned and replaced.